Event description:
Reportedly, during pt use, while the ventilator was connected to the alternating current (ac) power source, a "backup battery failure" alarm occurred. The event history had recorded and "integrated power pac low" and "switched to backup battery" alarms. The pt was manually ventilated and transferred to another ventilator. There was no serious or negative pt consequences reported.

Manufacturer narrative:
(B)(4).